Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3037 , serial# (B)(4), product type: programmer, patient. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient experienced a loss or change of therapy on (B)(6) 2016. The patient was going to the bathroom at night more. The patient felt stimulation and was set at 4.1v. The patient programmer had a blank screen and changing the programmer batteries resolved the issue. The consumer further reported that their patient programmer was still not working on (B)(6) 2016. The patient was using batteries from the (B)(6) store. The patient would buy good batteries and call back if it still didn't work. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.